Event description:
Philips received a complaint from customer, reporting the touchscreen on the v60 ventilator was unresponsive. It is not known if the device was in clinical use. There was no report of harm or other patient/user impact. The device did not meet full specification for intended use.

Manufacturer narrative:
H10: the removed touchscreen was returned to the product investigation lab (pil) for analysis. The pil technician installed the touchscreen into a pil v60 standard test bed (stb) for testing. Visual inspection of the touch screen revealed no evidence of damage or contamination. The pil technician was not able to find any issues with touchscreen operational performance during the diagnostic check. This touch screen passed all diagnostics testing. It also passed the calibration test. The technician verified that the suspect touch screen passed the functional testing per test#3 in the service manual. All the touch screen touch points were confirmed as aligned on the stb. The pil technician verified that all touchscreen flex cable circuit resistance verification and resistance ratio measurements were within the specifications. The pil investigation concluded that the touch screen operates as designed/ no fault found.

Manufacturer narrative:
H10: the device was not in clinical use. A philips authorized service provider (asp) evaluated the device and observed an unresponsive touchscreen. The asp reviewed the v60 service manual and determined replacement of touchscreen was required. The asp replaced touchscreen. The device successfully passed all required performance verification tests and returned to service after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. Although requested, the defective parts were not received at this time. A supplemental report will be submitted if the part is received and evaluated.